Event description:
Approximately two weeks later, patient presented with hip pain. It was established that the hip was infected. Conservative antibiotic treatment was commenced, however, patient maintained high crp levels. The decision was made to replace the primary implants in a two stage procedure. First stage of procedure performed on (B)(6) 2012 where implants were removed and antibiotic cement spacer placed. At time of revision surgery it was noted that the primary implants were well fixed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.